Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g3, g4, h2, h3, h6 . Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left knee and distal left femur demonstrates a left total knee arthroplasty also with a left femoral intramedullary rod with three distal interlocking screws. Sizing of the femoral intramedullary rod and the left totally arthroplasty is appropriate. Left femoral intramedullary rod with evidence of a fracture of the rod at the level of the proximal-most distal interlocking screws. Implant fracture may be posttraumatic as there are two other bony fractures seen. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was initially implanted, the patient went to ER a month later and after x-rays realized that the znn antegrade nail had broken. Attempts have been made and no additional information is available.